Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter. Product ID 8784 serial# (B)(6) implanted: (B)(6) 2022 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-mar-2017, UDI#:(B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 18-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 20.0 mg/ml at 6.994 mg/day and bupivacaine 10.0 mg/ml at 3.497 mg/day via an implantable pump. It was reported that the patient had symptom return. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Hcp elected to complete both a dye study and a rotor study to test the pump. Patient stated the pump was not working effectively. Hcp successfully aspirated and was able to complete both studies. Hcp stated he would likely replace both pump and catheter with a new system.